Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. It was noted a gradual climb of the shock impedance measurements over the past year. Reprogramming options were discussed and recommended. Currently, this rv remains in service and no adverse patient effects were reported.